Event description:
Patient intubated and noted to have cuff leak and loss of tidal volumes. Respiratory manager tested additional tubes and found leaks that may be in the same location on each cuff. There was no patient harm. The concern was detected as low ventilation as a result of an under-inflated cuff related to the leak.